Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with unspecified medication for 9 days. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.